Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was intermittently booting up to a solid white screen, which is indicative of a device lockup. The customer also indicated that the service indicator was illuminated and there were several event codes logged in the device. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The third party service agent replaced the user interface pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed pcb assembly was returned to physio-control for evaluation.  The cause of the reported issue was determined to be due to a thermally sensitive integrated circuit chip, designator u2.